Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Home care patient reported that during use of the device for the infusion of insulin, the set detached from the patient's skin which resulted in the set falling away from their body. The patient reported that their blood glucose levels rose to over 250 mg/dl due to the interruption in insulin therapy. No permanent injury to patient reported.

Manufacturer narrative:
Two unused inserter/retractor devices were returned for evaluation. The returned unused devices were tested on artificial skin and found to function as expected. The manufacturing facility performed a device history review of the lot number reported (75x088): the review showed no deviations or abnormalities related to the reported issue. The investigation could not determine the root cause of reporter's issue.